Manufacturer narrative:
One unit was received for evaluation with wear and tear damage. The device was then powered on to perform a safety/electrical test. The customers reported problem was duplicated. Root caused was traced to the main board, and replacement resolved the issue. The main board was previously replaced only a year prior to this investigation, and as such the main board failure within a one year period indicates it may be associated with the previous repair.

Event description:
It was reported that there were random numbers on the display which was discovered during testing. No patient involvement.